Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump alleging possible insulin pump under delivery and the insulin pump was not giving the warning or alert. The blood glucose at the time of incident was 267 mg/dl. Customer reported because her insulin pump was not allowing her to did a bolus. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.